Event description:
Left radial a-line was being placed. During the procedure, the proximal portion of the catheter was separated from the distal portion! Causing a portion of the catheter to become dislodged and remain in the patient. The portion of the catheter was visualized on ultrasound. Vascular team assessed and determined re oval of the dislodged- catheter be removed. Patient was taken to the operating room for exploration and extraction of retained radial artery line on (B)(6) 2022. Patient tolerated the procedure well. I initially admitted for weakness, fever, and mssa bacteremia from cellulitis. Hospital course was complicated by pleural effusion and hemothorax, unstable afib with rvr, and atn. On (B)(6) 2022 patient was transferred to the ICU on (B)(6) 2022 for worsening respiratory status requiring bipap; worsening kidney failure; bilateral pleural effusion. It was at this point that an arterial line was needed.